Manufacturer narrative:
Explant date was corrected to (B)(6) 2019. Lead was returned to manufacturer for analysis. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 20cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analysed. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. In addition, approximately 18cm distal to the is-1 connector pin in the region of the suture sleeve a 360 degree deformation of the outer conductor coil and a squeezed lead body were detected. It is reasonable to assume that these damages resulted from a tight suture. Furthermore, deformations of the outer conductor coil were observed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Explant date was corrected to (B)(6) 2019. Lead was returned to manufacturer for analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there is noise on the ra lead, but it is not being sensed. Some noise does get sensed and lead to inappropriate sensing. Isometrics can create ra noise, when patient is laughing or coughing, noise is visible on both leads.